Manufacturer narrative:
Concomitant medical products: intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported issue. Failure analysis found thermal damage on the bipolar yaw pulley at the distal end. One side of the bipolar yaw pulley exhibited localized melting. No conductor wire insulation damage was observed. Electrical continuity was tested and passed. The root cause is typical attributed to mishandling and misuse. A review of the instrument log for the maryland bipolar forceps instrument (470172-16/n101909230064) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2021. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: it was alleged that the maryland bipolar forceps instrument arced. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy with hysterectomy surgical procedure, a spark was seen on the screen when the surgeon pressed the cautery pedal to activate the maryland bipolar forceps instrument. A visible scorch mark was noted on the white plastic portion of the instrument. No fragment fell inside the patient's body. There was no reported injury.